Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual inspection. The analysis revealed that the lead body was found squeezed and deformed (33 cm distal to the df-1 connector pin), which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to dislodgement. No adverse patient events were reported. Should additional information become available, this file will be updated. Noise was also reported on the lead.

Event description:
Lead was explanted due to dislodgement. No adverse patient events were reported. Should additional information become available, this file will be updated.